Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the prw35 stapler did not fire properly. The staples did not close skin correctly and were not forming correctly. There was no consequence to the patient.